Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patent reported that he was having an issue with the leads. The patient reported that after surgery a manufacturer¿s representative (rep) tried to program the therapy but said there were issues with some of the leads not working. The patient reported that the rep was going to send an email to another rep. The patient reported that he was instructed to play with the programming to see if he was able to get the coverage where needed at the base of the skull. The patient reported that if they weren¿t able to get the stimulation there then they would have to do a lead revision. No further complications were reported.